Event description:
This complaint is reportable based on the analysis completed on (B)(6), 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The target lesion being treated was located in the severely calcified mid left circumflex (lcx) artery. A 2.50x28mm taxus liberte sds was advanced and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. Stent struts on proximal row 3 were raised. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. This most probable root cause is considered related to user error, since the lesion was severely calcified. The dfu contraindicates heavily calcified lesions. (B)(4).